Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 3 months. The pump is not returning for investigation; however, the system controller was returned. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a family member found the patient unresponsive in a chair with the pump off. Reportedly, it appeared that the patient had been trying to change batteries. The lvad was attached to the system controller, and the batteries were secure in the battery clips attached to the system controller. A family member attached a fully charged pair of batteries to the device, and the pump restarted. The pump running symbol was initially green on the system controller, but later the system controller produced a yellow wrench alarm. The emergency medical technician at the patient¿s home reported that they arrived to find the patient cold and in full rigor mortis. The family member was instructed by the vad clinician from the implanting center to disconnect the batteries and turn the pump off. The system controller log file reviewed by the manufacturer¿s technical services representatives revealed that fully charged batteries were placed on (B)(6) 2016 at 1930. Approximately 15.25 hours later a low battery advisory sounded, followed by a low battery hazard alarm approximately 2 hours later. The system then continued on the emergency backup battery for approximately 30 minutes until all battery sources were completely depleted. The patient was found expired on (B)(6) 2016 at an unspecified time. No additional information was.

Manufacturer narrative:
The evaluation of the submitted system controller log file as well as the log file downloaded from the returned system controller confirmed the reported pump stop due to a total loss of power to the system controller. Review of the log file showed normal pump operation with stable parameters until the pump stopped for an undetermined period of time as a result of a total loss of power to the system controller, indicated by a time clock reset to 01/01/2001 01:00 following the timestamp of 10/21/2016 12:41. The total loss of power/pump stoppage event was preceded by low battery advisory, low battery hazard and no external power alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the system controller's internal emergency backup battery. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.